Event description:
"Customer's wife stated that mr. (B)(6) was sitting in the wheelchair and the seat ripped away from the chair on the left side. Mrs (B)(6) stated she had her back turned and heard him yell and turned around in time to put a stool under him to keep him from hitting the floor." No alleged injury.

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. Model pb1805, serial number/date code (B)(4). The consumer is a male whose age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The dealer called stating that the seat on the pb1805 probasics manual wheelchair allegedly ripped away from the chair on the left side. The consumer's wife heard him yell and she was able to place a stool under the consumer to prevent him from falling to the floor. No injury is alleged.